Event description:
Customer reports that her husband used the device and obtained results of 190mg/dl and 96mg/dl. These results were within 2 mins on the same device. Customer also reports that she once tested 500mg/dl and within 5 mins received a 'satisfactory' result (specific result not provided). No medical treatment requires for either incident. No qcs were used. Requested return of suspect device and replacement was sent.